Manufacturer narrative:
Multiple patients involved in this event. No patient/sample identifier or demographic information was provided for any patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect cea results for two patients. The following information was provided: person 1: cea (B)(6) 2021 11:19 result 2.37 ng/ml. Cea (B)(6) 2021 12:02 result 4.74 ng/ml. Person 2: cea (B)(6) 2021 11:41 result 2.24 ng/ml. Cea (B)(6) 2021 12:36 result 6.79 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for falsely depressed cea (carcinoembryonic antigen) when using architect cea, lot 26467fn00. A review of tickets was performed and did not identify an increase in complaint activity for the lot for this issue. A review of tracking and trending did not identify any trends related to the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed. The median patient population result for lot 26467fn00 is comparable with all other lots in the field and confirms no systemic issue for the lot and issue under review. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect cea, lot 26467fn00 was identified.